Event description:
It was reported by the rep the devices were used in a left upper lobectomy. It was reported the pt had a reoperation the first day post-op. It was reported the "suture line failed" and there was profuse bleeding in the lung. The stapler used in the case are tlc55 fired 6 times using five tcr55 reloads, and one firing of the tx30b. The pt expired on the table. 06/15/98 the rep forwarded a voicemail from the contact person stating the evening after surgery the "suture line broke" and the pt was reoperated on and expired. There was bleeding into the lungs.